Manufacturer narrative:
One complaint sample was returned for evaluation. A review of the related device history record indicated that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter does not fully open or close. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area of the inner cutter. The inner cutter and extension were both able to be pulled out of the coupling. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 20 minutes of use, the adhesive bond failed causing the inner cutter and extension to detach from the coupling. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure on the right eye, the vitrector did not cut though the aspiration was functioning. The product was replaced and the procedure was completed. There was no harm to the patient. The product sample was retained. No additional information is expected.